Event description:
It was reported that oversensing noise appearing to be related to an insulation breach was observed on the right atrial (ra) lead. The noise looked like myopotentials. Reprogramming options were recommended. The lead remained in service. There were no adverse consequences to the patient. Related medwatch form # mw5119625.

Event description:
New information notes the right atrial (ra) lead was received, implying the lead was explanted.

Manufacturer narrative:
The reported events were noise and insulation damage. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found damages to the outer and inner insulation consistent with procedural damage. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures however and internal short was noted between conductors due to procedural damage to inner insulation. The cause of insulation damage is consistent with procedural damage.